Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device. The source of this report is literature: article: seth h. Richman, md , marcelo bogliolo piancastelli siqueira, md , kirk a. Mccullough, md , and mark j. Berkowitz, md , correction of hammertoe deformity with novel intramedullary pip fusion device versus k-wire fixation. Foot & ankle international® 2017, vol. 38(2) 174-180. Doi: 10.1177/1071100716671883.

Event description:
It was reported in a 2017 journal from richman, et al., out of three patients not satisfied with the outcome from the implanted cannulink device, one patient developed a wound dehiscence (treated successfully). Source - article: seth h. Richman, md , marcelo bogliolo piancastelli siqueira, md , kirk a. Mccullough, md , and mark j. Berkowitz, md , correction of hammertoe deformity with novel intramedullary pip fusion device versus k-wire fixation. Foot & ankle international® 2017, vol. 38(2) 174-180. Doi: 10.1177/1071100716671883.